Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient reported they were having issues with their stimulation and patient did not provide an event date. Patient dealt with their first representative 6 and a half years ago and the process took probably 2 years to 2 and a half years to get the patient to the settings that they liked. Previous representative quit their job so the next representative changed the settings back to the original settings without asking the patient. Agent redirected patient to their hcp to address the issue and agent provided nas phone number. [See general text info for details on omitted information.] Additional information was received from the patient. On (B)(6) 2024 they reported that the adjustments that were on their device that worked very well were changed without their knowledge and the new adjustment is not comfortable . There need the device to be removed . The device on-and-off cycle needs to be removed so that they can control them. They cannot tolerate turning it on and off when they use it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.